Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump, deliver a 9-unit bolus, and attempt to reload the original cartridge. Although reloading the original cartridge was unsuccessful, technical support assisted the caller in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy, resolving the issue.